Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device had foreign material. (B)(4) .

Event description:
It was reported that during a system upgrade, the patient's implantable cardiac monitor (icm) was explanted and a small piece of silicone came out with the device. The piece of silicone fit into the suture hole on the device. No patient complications have been reported as a result of this event.